Event description:
It was reported that a patient underwent an ablation procedure with a navistar ds catheter and a signal noise issue occurred. No further information was provided. This event is being reported conservatively because the customer indicated that there were ¿no signals¿. It is unclear if there were any EKG or intracardiac signals available to monitor the patient's heart rhythm. The procedure was completed successfully with a similar-like device. There was no patient consequence. The product has not been returned. The product investigation is pending.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). No device was received for analysis.

Manufacturer narrative:
The complaint product has been received by bwi for evaluation. Additional information was received indicating that the physician was in fact able to monitor the patient¿s heart rhythm, which makes this complaint not MDR reportable.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with a navistar ds catheter and a signal noise issue occurred. This event was MDR reported conservatively due to the risk to patient if the physician had not been able to monitor the patient¿s cardiac rhythms. However, additional information was received indicating that the physician was in fact able to monitor the patient¿s heart rhythm, which makes this complaint not MDR reportable. The complaint device was analyzed by the bwi failure analysis lab. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response, and stockert compatibility; it was found within specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.